Manufacturer narrative:
Initial reporter phone #: (B)(6). Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe experienced a breach in sterility. The following information was provided by the initial reporter: while the package was still closed, customer took the package and felt needle sticking her.

Manufacturer narrative:
H6: investigation: customer returned images of a single 1ml, 30 gauge, 8mm syringe from lot 8155699. In the returned images, the needle is shown to be bent at its base. However, no images show the needle piercing the needle shield. Additionally, the needle shield in question is not shown. The needle was found to be bent but the cause cannot be properly identified using the information available, and the it cannot be confirmed that the needle had penetrated the needle shield. A review of the device history record was completed for batch #8155699. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200765907] noted that did not pertain to the complaint. Based on the images received, embecta was able to confirm the customer¿s indicated failure of the shield being bent. The root cause of the needle bending cannot be determined using the images provided. It is possible that the needle had pierced the needle shield prior to use, but this is not shown.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe experienced a breach in sterility. The following information was provided by the initial reporter: while the package was still closed, customer took the package and felt needle sticking her.